Manufacturer narrative:
Concomitant products: product ID: 8731sc, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. Product ID: 8731sc, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. Analysis of the catheter (unknown lot #) found a non-significant anomaly. There was dried drug, blood, or foreign material occlusion in the catheter body. The complete catheter was returned. Initially there was an occlusion noticed during the decontamination procedure, but the occlusion was easily broken loose. Pressure testing did not show any holes in the catheter. Also, there was a slice cut noted on the anchor that likely occurred at explant.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. Product ID 8731sc, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On 2015-08-31, information was received from a manufacturer representative (rep) via regarding a patient who was receiving an unknown n drug at an unknown dose, concentration and frequency via an implantable pump for pain. In 2014, the patient had there pump replaced/revised for normal battery depletion. After the revision, the patient had intermittent efficacy relief of their pain symptoms. The patient's medical history was not included. The patient's concomitant medications were not included. On 2015-09-29, additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient was receiving morphine, 0.5 mg/ml, 343 mcg/day and levobupivacaine 0.3 mg/ml, 220 mcg/day via their implantable pump. It was previously reported the patient had intermittent efficacy relief of their pain symptoms. Additional information reported the patient had a return of symptoms and no stabile pain relief. Therefore, a dye study was performed on (B)(6) 2015 and no abnormalities were found. A catheter replacement was performed, however, the catheter was partially removed because it was "difficult to remove". The issue was determined to be resolved.